Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 50 mg/ml morphine at 47.66 mg/day via an implantable pump for non-malignant pain and other chronic intractable pain. It was reported that during a catheter procedure for an unknown reason, a catheter accessory kit was used to splice and reconnect an existing unknown two piece catheter. The scrub technician noticed the surgeon did not place a ligature around the connector. It was noted that no interventions were taken and no diagnostics were performed due to the issue. It was unknown if the issue had resolved though no known side effects were reported. Additional information was requested regarding the reason the surgeon did not place a ligature around the catheter connector. If additional information is received, the event will be updated. Additional information was received from a consumer on 2017-aug-23. It was reported that in (B)(6) 2017, the patient started to feel areas around the pump going numb, as well as a leaking sensation. The patient's side was entirely numb, but her back was in excruciating pain. It was noted that the patient had been experiencing "dt" (unspecified what was meant by this abbreviation), and had gone through it before. In addition to dt, the patient also reportedly experienced sickness and bathroom troubles off and on since (B)(6) 2017. It was noted that the patient was on another medication during the holidays, but her insurance switched pharmacies and the prescription wasn't covered. The patient was reportedly scared. It was noted that these symptoms occurred at the same time that the catheter was spliced because the representative did not have a whole catheter, and it was further noted that this occurred in (B)(6) 2017 (note: this conflicts with the previous report that the catheter procedure occurred in (B)(6) 2016). It was noted that at the time of the last refill, the patient's morphine dose was 48.784mg/day. No further complications were reported or anticipated. Additional information received from the healthcare professional. To clarify on the leaking sensation, the patient had multiple procedures with the pump and was experiencing leaking sensations, they were unsure if there was a device issue. Dt was define as delenium tremors. With regards to the timeline of events, it was noted that the patient had this issue ever since the pump was implanted. The cause of symptoms was unknown. Actions/interventions were provided; it was noted that the patient gets monthly refills of pump with careful emptying and refilling. The symptoms had not been resolved. The patients weight at the time of the event was 132. No further complications were anticipated/reported.